Event description:
It was reported that patient experienced pain at ipg site. No trauma to the site was reported. Surgical intervention was undertaken on 17nov2022 wherein the ipg pocket site was relocated to the other side of the body. Therapy restored and issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.